Event description:
The customer reported that the knife blade of the device was protruding from the jaws during a laparotomy. There was no injury to the pt and a second device was used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.